Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that during the procedure, the end of device was damaged when the physician opened the package. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body and this issue did not require percutaneous or surgical removal. A second catheter was used to complete the procedure. No adverse patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. The reported issue was investigated by the device manufacturer. Visual analysis of the returned sample revealed kinked condition. It was noticed that the preface sheath at 20.5 cm, and at 40.6 cm from the hub, corresponding to the folded condition of the preface cannula sheath, was received this way for evaluation. There was previous evidence that the brim cap was detached from device according to the picture provided by the customer. However, the hemostatic valve and brim cap were received attached to the device, most likely being re-attached by the customer. However, this cannot be conclusively determined. No hemostatic valve separation could be confirmed. Per the functional analysis, an insertion/ withdrawal test was successfully performed on the unit. A lab sample pref. 8f vessel dilator was inserted/ withdrawn several times into the preface cannula sheath via hub. Neither hemostasis valve separation nor hub detachment issues were found on the unit. Additionally, a hub pulling test was done in the unit. The hub was grabbed and forcibly pulled off to confirm or discard any hub separation issue. No anomalies found. The hub of the unit was properly attached to the body shaft of the cannula sheath as expected. The complaint reported by the customer as ¿hemostatic valve ¿ separation¿ was not confirmed. Besides the observed kinked condition on the cannula sheath, the way it was received for evaluation, neither hemostasis valve/hub-separation nor any other anomaly was found on the received unit. Neither the cause of the kinked condition found on the cannula sheath of the unit, nor the hemostatic valve ¿ separation reported event, could be determined during the analysis. A manufacturing record evaluation (mre) was performed for lot 17974315, and no non-conformances related to the reported complaint condition were identified. Based on the mre, the d4. Expiration date and h4. Device manufacture date were updated. As part of quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Explanation of codes: h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15)/ component code: cap (g04020) were selected as related the brim cap detachment per the picture analysis. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15)/ component code: rod/shaft (g04112)) were selected as related to the kinked condition found on the cannula sheath of the unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter address line 2 continuation: (B)(6). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that during the procedure, the end of device was damaged when the physician opened the package. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body and this issue did not require percutaneous or surgical removal. A second catheter was used to complete the procedure. No adverse patient consequences were reported. With the information available, this was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on(B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)